Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The labeling states that: the correct selection of the type and size of the implant appropriate to the patient and the positioning of the implant are extremely important. The use of trial pieces allows for the proper size selection of the implants. Frequent radioscopic checks allow the position of the prosthesis to be checked (...) Mobility testing (...) The dimensions of the final implants (flex reversed trays and inserts) are determined based upon the combination that provides the best stability and range of motion. Additional data provided by the complaint reporter stated that this event was caused by the incorrect sized implant being placed in the patient, which was explanted directly after surgery when the surgeon noticed the error. Based on investigation, the root cause was attributed to a user related issue. The failure resulted from the healthcare provider mistakenly implanting the incorrect size implant in the patient initially. If any additional information is provided, the investigation will be reassessed.

Event description:
During the initial procedure, the dwf511 7032av059 +6 tray implant was opened incorrectly. After confirming the +6 tray was not needed, the dwf510 1155ba021 +0 low offset implant was opened. However, the dwf361b ag6766024 +6 poly was also opened incorrectly and implanted. Post-procedure, it was realized that the +6 poly had been implanted, and the decision was made to take the patient back to the or for a revision. During the revision, the following implants were explanted: dwf510 1155ba021. Dwf361b ag6766024. Dwf615b cz0524066026. The following implants were re-implanted without issue: dwf615b cz0124016026. Dwf510 7022ba026. Dwf362b ag5025004.

Event description:
During the initial procedure, the dwf511 7032av059 +6 tray implant was opened incorrectly. After confirming the +6 tray was not needed, the dwf510 1155ba021 +0 low offset implant was opened. However, the dwf361b ag6766024 +6 poly was also opened incorrectly and implanted. Post-procedure, it was realized that the +6 poly had been implanted, and the decision was made to take the patient back to the or for a revision. During the revision, the following implants were explanted: dwf510 1155ba021, dwf361b ag6766024, dwf615b cz0524066026. The following implants were re-implanted without issue: dwf615b cz0124016026, dwf510 7022ba026, dwf362b ag5025004.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.